Event description:
The customer contacted stryker to report that their device pads would not stick to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The device was not returned. The customer was sent replacement pads for the device. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.